Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt318 cannula was not received for evaluation. Our analysis is based on previous investigations and our knowledge of the product. Results: we were unable to determine the root cause of the reported fault as we did not receive the complaint device or photographs from the hospital. Conclusion: based on the customer statement it was reported that the tubing detached from the patient interface, which is a glued joint. It is likely that the damage is a result of excessive force due to the patient pulling on the device. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - do not stretch or crush tube. - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times.

Event description:
A hospital in (B)(6) reported via a distributor that an opt318 optiflow junior nasal cannula tubing detached from the cannula during patient use. There was no reported patient consequence.